Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
The tibial articular surface provisional (tasp) was broken during trialing. A visual inspection of the returned device confirms that the device is fractured and that a fragment is missing. The missing piece was retrieved by the surgeon but misplaced. The fracture is on the superior lateral corner of the central post. The device is used for treatment. A zimmer-biomet sales representative who was present at the surgery alleges that the surgical technique was properly adhered to. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. Therefore the root cause is considered to be a previously addressed design issue.